Event description:
The consumer called into customer care concerned about the discrepancy in his "blood glucose readings yesterday morning." It was reported to nova biomedical that a consumer received a result of 59 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 143 mg/dl. The consumer administered 4 units of insulin based on the 143 mg/dl result which he believed to be an accurate reading. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter and test strips have been returned for evaluation. Test strip lot #: 1020214149. Expiration date: /2016. Control solution lot #: none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.